Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via a phone call that the reservoir compartment was missing half of the opening and had cracks. Customer stated that the black rubber gasket was falling out. Customer's blood glucose reading at the time of the call was 103 mg/dl. Customer was advised that the product will be replaced.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.